Event description:
It was reported that the patient experienced a shocking or jolting sensation. There was no known accident or incident related to the complaint. The event began occurring six weeks post-implant. It was also reported that the patient was treated for a potential infection with oral and IV antibiotics. It was noted that palpating caused stimulation changes. Unable to follow-up with contact information provided, no additional information was obtained.

Manufacturer narrative:
(B)(4).